Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue of infusion set tube breaking away from cannula on 28-may-2024. Patient reported that the cannula came away from the tubing. No further information available.